Manufacturer narrative:
The graft remains implanted and is unavailable for analysis. An internal review of the donor medical and manufacturing records was conducted. No deviations were noted. The graft was irradiated after packaging to eliminate potential viable microbes. According to the manufacturing records, the graft met the specification for opteform rt allograft paste.

Event description:
Patient developed post operative infection 2 months following foot surgery.